Event description:
It was reported by the rep that (1) lcsk5 was used during a laparoscopic nissen fundoplication procedure. It was reported that after gaining access to the abdomen the surgeon began dissection through the hepato gastric ligament utilizing a grasper and an lcsk5. The surgeon encountered bleeding along the left lobe of the liver near the coronary ligament. The surgeon attempted to control the bleeding with the lcs to no avail. Blood increased in volume. The anesthetist requested the surgeon to stop. The case was converted to open. Upon opening, the abdomen was filled with 1500 cc of blood. The surgeon was unable to determine the source. The surgeon was joined by a thoracic surgeon who performed a right thoracotomy and was able to control the bleeding. The pt received 49 units of blood. The operating room time was extended by (4) hours. 3/29/2000 received message from sales rep. Rep spoke with dr who indicated there was no issue with the harmonic scalpel device. Physician encountered an anomalous coronary vein during the procedure. Due to the carbon dioxide pressure in the abdomen, the pt developed a carbon dioxide embolus when the vein was transected. The pt then arrested almost immediately and was converted to open. Currently, the pt has been extubated and is improving.